Manufacturer narrative:
(B)(4). Review of the history device records was not possible as the lot number was unknown. Failure analysis: the position of the cam when valve was received was at setting 1.-the valve was visually inspected; no defects were noted. The valve was hydrated. The valve was tested for programming - the valve passed the test. The valve was flushed - the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested - the valve passed the test. The siphon guard was tested - the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. No root cause could be determined as the technician was unable to confirm the problem reported by the customer.

Event description:
N/a.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A physician reported that the valve (ID 828806-certas inlin vlv sphn/unit cat) was implanted via lp on (B)(6) 2018 due to inph. The initial setting was 6. Between (B)(6) 2018, the setting was changed from 5 to 4. In (B)(6) 2019, the valve which had been implanted in the abdomen, sank beneath the fat and the setting change could not be done. On (B)(6) 2019, the surgeon attempted to change the setting under angiography but the setting could not be changed. Therefore a revision surgery was performed by using local anesthesia. The complaint valve was 1.5cm below the body surface. The new valve is 82-8804 and its setting can be changed without any issue. The patient is a (B)(6) year-old female, and she is recovering well. Her primary disease is hypertonia. Csf protein level was unknown. There is no contamination of blood and debris into the cerebrospinal fluid confirmed. No further information was provided by hospital.